Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the e315 error code displayed because of a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. A definitive root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: "important information ¿ please read before use ¦precaution: caution for clv-290/cv-1500 turn the video system center on only when the endoscope connector is connected to the light source/video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning for cv-1500 connected/for clv-290 connected follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli, nbi, and rdi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope for maintenance. There was no patient involvement. During device evaluation at olympus, it was found an e315 unsupported scope error message was displayed. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
In addition to the findings in b5, evaluation found the scope error occurred due to damage on charged coupled device and due to corrosion on endoscope connector. Additionally it was found that bending section cover has chipped; control unit, switch box, suction connector, scope connector cover, grip, up/down angulation lever plate, angulation lever, image guide protector, insertion tube rotation ring had scratched; bending angle in up direction did not meet the standard value due to wear of angle wire; angulation lever did not move smoothly due to damage; connecting tube had a dent; universal cord, suction connector, scope connector cover was dirty due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.